Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, detached end cap, damaged case at reservoir compartment. Pump alarmed motor error during basic occlusion test due to detached end cap. Unable to perform functional testing due to motor error alarm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump fell off of him while riding a roller coaster. The customer reported that there was a large gouge in the plastic and a crack near the motor next to the top of the piston. Blood glucose level at the time of the incident was 175 mg/dl. The customer stated that he already received a replacement pump, but will send the device back for analysis.